Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter (B)(4) for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a "burned user interface board" was confirmed but not reproduced during product evaluation. The condition was caused by a burned user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with "user interface board burned." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.